Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump alarmed motor error during insulin bolus delivery. Customer does not recall any significant events leading to the alarm. Blood glucose value is unknown. Customer does use the sensor feature and is unable to test if the insulin pump is able to complete the rewind process. Nothing further reported.